Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: during a procedure, the saw blade became loose. Reportedly, the locking screw was tightened with the correct instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the device was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the instrument was manufactured according to the specifications, no abnormal findings were identified. Additional tests for functioning did not show any abnormalities; neither a product nor a function fault could be detected. The mentioned malfunction could not be reproduced. A review of the device history records has been requested.